Manufacturer narrative:
Date of initial report: 2017-04-28. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the activation button of the device separated from the handle. No patient injury resulted.

Manufacturer narrative:
(B)(4). One ls1520 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body of the device. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. Further evaluation determined the root cause of the issue to be related to the design. Corrective actions have been implemented to prevent this issue through enhancements to the design of the button fixture. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the activation button fell off of the handle and onto the operating room table. No patient injury occurred.